Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a critical pump error on the insulin pump. Customer was advised that the pump will be replaced.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No critical pump error alarms noted. However, unit alarmed pump error while trying to rewind unit, problem was isolated. Unable to perform functional test including verify operating currents or perform self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 24. Unit received with minor scratched display window and case.